Manufacturer narrative:
It was reported that there were 5 communication errors during a surgery. Investigation confirmed 4 of the communications errors. The root cause of the first three communication error is a deign defect already known. The root cause of the fourth communication is another design defect. The fifth communication error was not confirmed by the investigation.

Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that five uncoverable errors occurred upon device start up. After the lsat one, the system remained on and the case was completed without any other issue.